Event description:
It was reported that solis vip ambulatory infusion pump: alarming with code 46221 at boot", during testing. No patient or clinician injury.

Manufacturer narrative:
Other, one cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with with no appearance of any physical damaged. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed alarm evidence of the reported issue. To further investigate, a functional check test was performed. Customer's reported problem was not duplicated. However, 41622 error code message was found in the in the device information folder and in the pump's event history logs. The error code was cleared and software was reinstalled.